Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, active current measurement and self test. Device was monitored. No blank display noted during testing. Device failed the sleep current test due to moisture damage on the electronic assembly. Moisture damage was also found on the force sensor during visual inspection. Charge/battery lasts less than expected confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay.